Manufacturer narrative:
The initial MDR was filed on september 19, 2017. Additional information (09/22/2017): the customer stated that only quality control for calcium was affected. No patient samples were processed. The customer recalibrated calcium assay and the issue resolved. Additional information (10/04/2017): a siemens headquarters support center (hsc) specialist reviewed the information provided and concluded that there was no reagent or method issue. Quality control data showed that it was recovering within the expected range, however, on the lower end of the range. The customer stated that quality control had shifted with calcium reagent lot fb8016. The customer determined that a new calibration had not been accepted for calcium lot fb8016, instead quality control was run using the calibration curve for an alternate lot of calcium reagent. As per the dimension® clinical chemistry system calcium instructions for use, " a new calibration is required for each lot of flex® reagent cartridges". Once the customer recalibrated and accepted the calibration for calcium reagent lot fb8016, the issue was resolved. The device is performing within manufacturing specifications. No further evaluation of device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center and stated that their quality controls were low. The cause of the discordant, falsely low ca results on patient samples is unknown. Siemens is investigating the issue.

Event description:
The customer obtained discordant, falsely low calcium (ca) results on patient samples on a dimension exl 200 instrument. The initial results were not reported to the physician(s). It is unknown if the samples were repeated and if the repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely low ca results.